Manufacturer narrative:
E:(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a backup alarm failure. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that there was a backup alarm failure. Onsite service is currently pending.

Manufacturer narrative:
No further information was provided on the resolution or the plan for the device. If further information is provided later on through a separate case handling the bench repair then this case will be reopened and process with new information. (B)(4).